Manufacturer narrative:
Device evaluation: the claimed devices (B)(6) - video uretero-renoscope flex-xc1, lot: 500123579 and tc028 - e-box for x-link, sn: (B)(6) were tested with two different devices. Firstly, the tc301 - image1 s x-link (sn: (B)(6) (version 4.5)), which is also part of the complaint and on the other hand a separate tc301 with sn: (B)(6) (version 4.5). The test provided a good quality image. During the manufacturer's technical inspection, the error description provided by the customer, " input is not working ok ", could not be confirmed - all three products work as intended. The above investigations did not reveal a root cause related to the labelling, the devices, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID:(B)(4).

Event description:
The following was reported:" it failed during the intervention. The patient was not affected, and they were able to complete the intervention as planned, since they had another disposable urs as a spare, which, when connected, did not show any error." No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).